Manufacturer narrative:
Evaluation by MFR: the device was not returned for analysis. The customer provided a picture of the device. The picture showed an rf probe, and it is possible to observe that the superslim cannula is bent.

Event description:
It was reported that the needle bent. A 2.0/17/15 leveen superslim was selected for use in a renal radio ablation procedure. The needle bent during insertion into the patient. The needle was removed. The procedure was completed with another needle. There were no patient complications as a result of this event and the patient fully recovered.